Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reds2495 showed no other similar product complaint(s) from this lot number.

Event description:
The doctor reported , on (B)(6) 2020, that when the patient was infused through the peripherally intubated central venous catheter, the sheath of the delivery catheter was found to be bent.